Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, foil package, and guidewire. The device was visually inspected and found to have been in used condition. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. A nonconformance report (ncr) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on 10/05/22 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue in order to create corrective and preventive actions, and additional information concerning the results of the corrective and preventative action (CAPA) will be captured in the corective and prevention action (CAPA) document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal arteriotomy locator and hemostatic valve portion of angio-seal would not click together. When advanced over the wire into patient soft tissue the two pieces would come apart. The estimated blood loss was less than 250cc. The patient was stable and recovering and the deployment was successful. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2023: the procedure before using the angio-seal device was a percutaneous coronary intervention (pci) which was done through a 6fr sheath. There were no issues gaining access and a pre-deployment angiogram was performed before the angio-seal deployment. Hemostasis was achieved with the angio-seal device.